Manufacturer narrative:
This device used for treatment and not diagnosis. Pt ID: (B)(6). Congenital scoliosis, asthma: (B)(6) 2010: previous hemothorax: veptr extension procedures: (B)(6) 2010: (B)(6) 2011: (B)(6) 2011: (B)(6) 2012: (B)(6) 2012. This complaint is on an unknown veptr implant, part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the surgeon extended the vertical expandable prosthetic titanium rib (veptr); right hybrid type at 1 cm and right cradle type at 0.5 cm, and exchanged two gold clips. After the surgery, the patient felt severe pain. On (B)(6) 2013, the surgical site was swollen, and the patient was diagnosed with a postoperative hematoma. Surgical removal of the hematoma was performed after irrigation. Since then, the patient was in remission. On (B)(6) 2013, the patient was released from a hospital. This complaint is on an unknown (veptr) implant. This is 1 of 1 report for complaint (B)(4).